Event description:
The device was used during a mitas procedure. Reportedly, after firing, the staples did not form properly. The surgeon hand sewed to complete the procedure. No patient injury was reported.